Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. Visual inspection of the returned photo found that the device is shown out of its original package and is on its white blister. The red threader tab was not found. No other anomalies were noted. Manufacturing investigation result for 4.75 healix advance kntlss br: it can be observed that the kite (referred as threader for manufacturing purposes) is not present in the device. Rest of the device packaging is not present in the picture (desiccant, pouch and box). Root cause description and rationale: the investigation performed showed that the production controls implemented at the non-sterile level, as well as the in-process controls guarantee detection of issues related to the presence and placement of the threader. 100% of the product undergoes manufacturing controls for this kind of defect, and additionally every batch passes through quality inspection. The issue under consideration cannot be attributed to the manufacturing process, as there is a lack of evidence suggesting any failure in this regard. A thorough review of the relevant data does not indicate any anomalies or defects that would imply a manufacturing defect. Moreover, it is important to note that the device in question was not returned for further analysis or inspection, which limits our ability to assess the actual condition and performance of the unit in question. The absence of the physical device prevents a comprehensive evaluation that could identify the root cause of the issue. The bounding is limited to reported batch because the received complaint and the risk assessment demonstrate that there is no other quality events related to this type of defect. Conclusion: the inability to evaluate the device makes it very difficult, if not impossible, to investigate the root cause of the issue. Without direct examination of the device, important information that could help in understanding what went wrong is unavailable. This limitation hinders a comprehensive analysis of the problem and the ability to determine a cause. Based on the information presented under this investigation, it is confirmed that manufacturing process has stablished validated procedures which are designed to prevent and detect this defect. Based on the data reviewed, no CAPA is deemed necessary, continue to monitor. The overall complaint was confirmed as the observed condition of the 4.75 healix advance kntlss br would have contributed to the complained device issue. Based on the investigation findings, the potential cause is undetermined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary - the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the device comes out of its original package and is on its white blister. The red threader tab was not found. No other anomalies were noted. Manufacturing investigation result for 4.75 healix advance kntlss br: it can be observed that the ¿kite¿ is not present in the device. During the manufacturing process, the device is packaged in a paper desiccant, a foil pouch and a box. The device was returned without the desiccant or the pouch which are meant to protect the integrity of the assembled device. Manufacturing process: procedure: process assembly for healix advance knotless with and without double threader has the following section that is specific to the assembly process of the threader in this code: an inspection is then performed to verify different attributes of the device including that the threader passes through the large hole in the anchor. The procedure counts with the necessary control to assure the threader is present and placed correctly through the ring and anchor. When the device is being packaged a different associate places it in the tray and verifies the position of the ring, anchor and ring: as seen in the procedure and in accordance with control plan threader assembly counts with a 100% inspection during the manufacturing process in addition with the qa technician inspection of 9 pieces. In-process quality inspection (ipqa): procedure states that an in-process inspection must be performed as follows: take a sample of nine (9) in-process parts prior to the sealing stage. These samples must be taken randomly from the whole lot. The lot is accepted if no defects are observed on the samples taken (c=0). Risk assessment and quality systems data analysis: the missing threader defect for this type of issue is selected as 3. Previous statement implies that the probability of occurrence is low, relatively few failures with a possible failure rate of 1 in 15,000. (. A search for product code was made and no capas, ncs or complaint related to this defect mode were found. Root cause description and rationale: the investigation performed showed that the production controls implemented at the non-sterile level, as well as the in-process controls guarantee detection of issues related to the presence and placement of the threader. 100% of the product undergoes manufacturing controls for this kind of defect, and additionally every batch passes through quality inspection. The issue under consideration cannot be attributed to the manufacturing process, as there is a lack of evidence suggesting any failure in this regard. A thorough review of the relevant data does not indicate any anomalies or defects that would imply a manufacturing defect. Moreover, it is important to note that the device in question was not returned with all its packaging components which must be present to assure the integrity of the device prior to its use. There is no certainty of at which point these components were removed and therefore the integrity of the device cannot be guaranteed. The absence of the complete components of the device prevents a comprehensive evaluation that could identify the root cause of the issue. The bounding is limited to reported batch because the received complaint and the risk assessment demonstrate that there is no other quality events related to this type of defect. Conclusion: in conclusion, the lack of complete packaging components makes it difficult to consider the manufacturing process as a potential cause of the issue. The packaging is designed to protect the device, and without it, the integrity of the device could have been altered between its opening and its use. Based on the information presented under this investigation, it is confirmed that manufacturing process has stablished validated procedures which are designed to prevent and detect this defect. The overall complaint was confirmed as the observed condition of the 4.75 healix advance kntlss br would have contributed to the complained device issue. Based on the investigation findings, the potential cause is undetermined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that prior to a rotator cuff repair surgical procedure, after opening the packing for the 4.75 healix advance kntlss br device it was observed that the kit was missing components. Another like device was used to complete the procedure. It was unknown if there was a delay to the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.